Event description:
The customer reported the system displayed a generator error and would not function. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and determined there was an issue with the x-ray tube. The system was rebooted and appears to operate as intended.